Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds during the pre-discharge check. The lead was not pacing. A possible lead revision in the future was discussed. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds during the pre-discharge check. The lead was not pacing. A possible lead revision in the future was discussed. Additional information was received that a revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this lead will return for analysis.